Manufacturer narrative:
Unit received with minor scratches on lcd window and broken belt clip slot. Unit received with bleeding glass on lcd window and cracked case at display window corners.(B)(4)

Event description:
The customer's mother reported via phone call that they received a notification letter. Customer's blood glucose level was not reported. The customer was using manual injections. The customer was advised that the device would be replaced and agreed to return the product for analysis.